Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0kmyx, implanted: (B)(6) 2014, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the patient got kicked in the butt in (B)(6) 2015 and one of the electrodes on the lead was damaged as a cause. The patient had to be switched to a different program. No symptoms were reported. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the patient got kicked in the butt in (B)(6) 2015 and one of the electrodes on the lead was damaged as a cause. The patient had to be switched to a different program. No symptoms were reported. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Additional information was received. Patient reported not having impulse on the bladder and on the brain. No further complications were noted or anticipated

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up with the patient determined that the patient's hcp detected a lead malfunction and the patient was currently taking medications "eloniyzn" three times each day and "oxytocin" every 8 hours. The patient's nurse practioner adjusted the patient's settings to a different level, but the patient's healthcare provider (hcp) would not replace the battery as they wanted to the patient to see the implanting physician. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.